Event description:
At 4 years after the primary, the patient came in reporting pain due to a subsided tibial component and the cause is unknown. The surgeon revised the tibial tray and insert (10mm to 12 mm). The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 29 april 2022. Lot 177232: (B)(4) items manufactured and released on 17-jan-2018. Expiration date: 2023-01-08. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event.